Event description:
Senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
On 07 november 2025, the user informed senseonics that the system was displaying results that differed from blood glucometer measurements. Based on the escalation analysis, a sensor replacement was approved due to system performance deviation. An RMA was issued for the return of the sensor for further investigation. Upon receipt, a visual inspection was performed, and no anomalies were observed. In-house testing and review of the in vivo data revealed optical instability and depressed signals in reference and signal channels since insertion on (B)(6) 2025. However, this issue could not be reproduced during return product analysis testing, and this may occur in some instances where the condition that presents itself in the body is not reproduced in the lab. Visual inspection further revealed delamination of internal sensor components, which was identified as the likely cause of the optical instability. The user was provided with a replacement sensor as part of the resolution. B4.date of this report 09 feb 2026. G3.date received by the manufacturer? 09 feb 2026. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 10,4121 h6. Investigation findings updated to 114,3224 h6. Investigation conclusions updated to 4315,4307